Manufacturer narrative:
(B)(4). Result of examination: the history log files of the received sample were read and analyzed. The history files revealed no abnormalities. Thereupon the infusomat space was subjected to a visual and functional examination. No external damages were found. The device showed age-based marks of use and was slightly contaminated. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check for three times and a measurement according to en 60601-2-24 was performed. All measured values are within our specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.

Event description:
As reported by the user facility ((B)(4)): naloxone infusion commenced at 1900; noted at 2130 that it had finished although the infusion was set through a pump, noted on the pump screen that there were another 8 hours to go but the bag was empty.

Manufacturer narrative:
(B)(4). The device has been received at our service laboratory and the investigation is on going at this time. A follow-up report will be provided when the examination results are available.